Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg is normal eol and there is no issue with the patient's lead. Therefore, this event is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient is scheduled for a system revision for an unknown reason. No further information is available at this time.